Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a conflicting result with the binax now covid-19 ag card assay performed on (B)(6) 2021. The customer reported she could see a pink line on the control line and a horizontal line on the very right side, and there's no line on the sample line. The customer stated she received a positive result on the first test and a negative result on the second test ( date and time not provided for the second test). Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 153679 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 &195-263 / lot 153679 and device part number 195-230wl & 195-430wl / lot 149491. The lot met the required release specifications. A review of the complaints reported as conflicting results patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153679 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is related to issues including the self-test user performance or the specific patient sample.